Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e107 and no image appears on the 3d display dvi channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the error e105 was confirmed to be caused by a defect of the led light group. The error e107 was confirmed to be caused by a defect of the led light group. No image appears on the 3d display dvi channel, due to a defect in the cp board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: code: e105, lamp error. Can be prevented by: immediately turn the video system center off and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. Code: e107, lamp intensity error. Can be prevented by: immediately turn the video system center off and turn it on again after a while. If the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. No image appears on the 3d display dvi channel, can be prevented anytime you observed an irregularity in a video system center function, stop the examination immediately and take action according to the following instructions. Using a defective video system center may cause patient and/or operator injury. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: full facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor had error e105. The issue was found during maintenance of the device. There were no reports of patient involvement.